Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) reporting patient having issue with device. No further patient c omplications are anticipated or expected as a result of this event.